Event description:
A pt had successfully received a four-field treatment using oblique gantry angles and customized blocking for each field. The staff technologist was in the process of removing the pt from the treatment couch when one of the casted side supports for the tray assembly, the tray itself, and the blocks used for the treatment crashed to the floor. The gantry angle at that moment was approximately 45 degrees and fortunately, neither the technologist nor the pt were struck by any falling objects. A MFR's service engineer who was on-site at the time was called in immediately. Inspection of the shadow tray unit showed that a fracturing of the side support occurred precisely at the level of the threaded shafts that are machined into the casted assembly. The shafts accommodate the screws that secure the handles to the unit. The technologists reported no instances of accidents or misuse regarding the tray assembly. Inspection of the assembly did not show any other damage. The blocks used in this instance weighed 8 pounds which is well within the MFR's maximum load of 33 pounds. In an effort to prevent future recurrences rptr's service engineer is being instructed to periodically check all shadow trays for any signs of cracking or looseness as part of the routine preventive maintenance program. The MFR, for their part, may wish to consider the following measures: 1. Reinforcement for the area around the threaded shafts, and 2. Implementation of testing at the factory level that would be capable of detecting the presence of hairline fractures in the casted material prior to shipment. (*)